Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an unrelated procedure, the right ventricular lead was cut, capped and replaced on (B)(6) 2018 due to externalized conductors visible via fluoroscopy. No electrical anomalies were noted. The patient was stable before, during and after the procedure.